Event description:
It was reported that during service conducted at the manufacturer a broken piece of a router was found inside the pi drive plus motor. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
H6: the definitive root cause could not be determined as only a partial piece of the device was returned. The quality investigation is closed.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during service conducted at the manufacturer a broken piece of a router was found inside the pi drive plus motor. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.